Event description:
A malfunction alarm was reported with the pump displaying malf 12 and recurring after being reset. There was no reported impact on the customer¿s blood glucose level. Customer service instructed the caller to reset the pump, and since the issue persisted, a replacement pump was arranged. The customer was advised to return the problematic pump using a pre-paid label, and to use multiple daily injections (mdi) as a backup for insulin delivery.